Manufacturer narrative:
On 12/31/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, the device was identified as a saline mentor smooth round high profile 380cc breast implant, catalog number 3503380, lot number 5935043. Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. In addition, two rents were discovered, rent a on the posterior aspect, measuring approximately 1.9 cm, and rent b on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rents revealed parallel striations in rent a, which are similar to markings made by a sharp instrument perforating silicone material, in rent b examination gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with an unspecified mentor saline breast prosthesis and experienced deflation on the left side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
It was erroneously omitted from 1645337-2018-07425 submitted on 1/21/2019 that the device was identified on 12/31/2018. In a follow-up report submitted on 2/6/2019, this date was mistakenly reported as 1/25/2019. Manufacturer¿s reference number: (B)(4).